Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited oversensing due to noise. The device will continue to be monitored. The patient was stable and asymptomatic.